Manufacturer narrative:
Complaint (B)(4). Received 1pc 450096v1/23l15e for evaluation. Received customer picture. We have no remaining inventory of the material/batch. We have no further complaints on the material/batch. We forwarded the complaint, customer picture, and sample to our supplier for their investigation and comments. A review of the manufacturing and inspection records of the concerned batch showed no abnormalities which could be related to the reported issues. Retain samples and the provided customer sample were visually inspected; no deviations were observed. The safety mechanisms were activated for retain samples. All were found to work properly, locked with an audible click upon activation, and did not release after activation. Pull force between the safety and hub, in addition to pull force for the stopper, were then checked on retain samples; all results were within specification. Finally, move force and return force were measured on both retain samples and the customer provided sample; all results were .ithin specification. The alleged malfunction cannot be confirmed. Correction/additional data: h3: samples received; h6: health effect, component code, type of investigation, investigation findings, investigation conclusion; h11: manufacturer narrative.

Event description:
The customer reported a dirty needlestick and advised the safety shield malfunctioned. The customer advised they heard the click when engaging the safety shield, but the needle did not fully retract into the shield leaving the tip of the needle exposed and was stuck on the right thumb. The customer advised they were not a new user of the device and received prior product training from a gbo product specialist.

Manufacturer narrative:
Complaint (B)(4). A date of the event could not be obtained from the customer. Samples were only recently received, and their evaluation is still in progress. As soon as the investigation is completed, a supplemental report will be filed.